Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient removed the sensor due to a sensor error and reported that the sensor wire was left behind in his arm. The patient did not report any symptoms, but as the wire remained in his skin, he went to his general practitioner (gp). The gp made a referral for an x-ray, and it was stated that the location of the wire was clearly visible on the image. The patient was scheduled for surgery and was admitted for this in the hospital more than a month after. The wire was surgically removed on (B)(6) 2021 and the patient was discharged the day after the intervention. The patient denied any medication was given at any time during the event. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).